Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter fracture with struts perforating the vena cava.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter fracture with struts perforating the vena cava. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and four months post implantation. The patient reports filter fracture, perforation of filter strut(s) outside the ivc, tilt and filter embedded in wall of the (inferior vena cava (ivc). The patient also reports suffering from pain and suffering and fear that the device will further fail and cause injury. Photos received from outside counsel. No patient identifiers were noted on photos. All pictures show opaque outline of possible ivc filter. In the first three pictures, the ivc and ao are labelled. The fourth picture has a yellow arrow pointing to the ivc filter. Hook is noted on the bottom portion of the filter. Pictures 5-8 are similar to pictures 1-3, in which an outline of the filter in noted and ivc and ao are labelled.

Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. Approximately eleven years and four months post-implantation, the patient became aware that the filter had tilted, fractured, was embedded within the wall of the inferior vena cava (ivc) and had struts that were perforating outside the walls of the ivc. The patient also reported suffering from pain and suffering with fear that the device will further fail and cause injury. Pictures were provided and reveal an opaque outline of a possible ivc filter. In the first three pictures, the ivc and that aorta are labelled. The fourth picture includes a yellow arrow pointing to the ivc filter. A hook is noted on the bottom portion of the filter. The fifth through eighth pictures are similar to the first three pictures with an outline of the filter noted and the ivc and aorta labelled. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The exact cause of the filter tilt, filter embedment, fracture and perforation events could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The patient is also reported to have had a perforation of the ivc. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter fracture with struts perforating the vena cava. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The patient is also reported to have had a perforation of the ivc. However, a clinical conclusion could not be determined as to the cause of the event. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter fracture and embedment within the inferior vena cava (ivc) and struts perforating outside ivc. According to additional information received, the patient became aware of these events approximately eleven years and four months post-implantation. The patient also reported suffering from pain and suffering with fear that the device will further fail and cause injury. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The exact cause of the filter tilt, filter embedment, fracture and perforation events could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The patient is also reported to have had a perforation of the ivc. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: filter fracture with struts perforating the vena cava. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and four months post implantation. The patient reports filter fracture, perforation of filter strut(s) outside the ivc, tilt and filter embedded in wall of the (inferior vena cava (ivc). The patient also reports suffering from pain and suffering and fear that the device will further fail and cause injury.